Event description:
Procedure: roux-en-y. According to the reporter: no problems were reported during the case. (B) (6), the pt came back to the hospital with a small bowel obstruction at the roux limb. Adhesions were attached to the duet reinforcement which the doctor believes was the problem.

Manufacturer narrative:
Procedure: gastric bypass. (B) (4).